Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 9597736) was released in the target site. There was good wall apposition between the stent and the vessel. It was then reported that the stent body was shorter than intended. After measurement, the stent length was only about 20 mm, while the label claimed 39 mm. There was no report of any negative patient impact. A procedure image was included in the complaint. The image will undergo independent physician review. On 16-dec-2025, additional information was received. Per the information, the procedure was targeting an aneurysm on the posterior communicating segment of the left internal carotid artery (ica). The aneurysm was an irregular cystic aneurysm that measured 12.2 mm x 12.9 mm; the vessel diameter is confirmed to be 4.5 mm. The 4 mm x 39 mm enterprise®2 stent (encr403912) remains implanted. The information indicated that the enterprise 2 stent length was selected was at least 10 mm longer than the target lesion to maintain a minimum of 5 mm on both sides. The delivery wire of the device was not reshaped prior to use. Nothing unusual was noted about the system prior to use. The reported length issue did not result in the use of a second stent to make up for the difference in length shortage. The microcatheter use was a 150cm x 5cm prowler select plus microcatheter (606s255x). There was no evidence of obstructed blood flow due to the reported issue. Per the information, the procedure was completed as follows: ¿the 6f navien catheter is used to deliver the 6f catheter to the cavernous sinus segment of the left internal carotid artery. The prowler select plus microcatheter is used to deliver the 6f catheter to the m1 segment of the left middle cerebral artery. Two echelon 10 microcatheters are used to deliver the 6f catheter into the aneurysm. A 4.0mm x 39mm enterprise stent is placed through the prowler select plus microcatheter to cover the aneurysm.¿ the information confirmed that there was no negative impact on the patient and there was no clinically significant delay in the procedure. It was further confirmed by the cerenovus representative that only one (1) stent was involved, the 4 mm x 39 mm enterprise®2 stent.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9597736. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 29-dec-2025. The review is documented below. [Image review]: ¿the description is clear and supported with a single un-subtracted image showing a coiled aneurysm and a stent in place. The measurements add up to what is described but from the image it is not clear if the stent is in plane or if there is tortuosity that can explain the discrepancy. A flat panel image or 3d rotation may give more accurate assessments of the lengths, although the stent does appear short.¿ physician name and date reviewed: (B)(6) december 29th, 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.